Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl. Customer reported due to not getting insulin he blood glucose was high. Customer treated with injection. Customer reported that the cannulas was bent. The pump will not be returned for analysis.